Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. The patient was hospitalized on the same day as the onset and was treated with vancomycin injection (1gm, intraperitoneal in 72 hours and duration was not reported) and fluconazole injection (400gm, intravenous once a day and duration was not reported) for peritonitis. At the time of this report, the patient has recovered from the event and hospitalization is ongoing. On an unreported date, pd therapy was discontinued. No additional information is available.